Event description:
Customer reports back to back results of 83 mg/dl on advantage system #1 compared to results of 257 mg/dl on advantage system #2. L1 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #2.